Event description:
The pt has reportedly experienced poor performance since device activation. Testing of the device revealed that it is functional. The pt is requesting device revision. Device revision surgery will be scheduled.